Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a patient experienced an effusion. It was reported that during a procedure, a patient experienced an effusion. While the physician was performing the ablation and had removed the transeptal access to begin reviewing images, the effusion was observed. A pericardiocentesis was performed successfully. According to the physician, the effusion may have resulted from the transeptal access which was challenging and did not involve any bsc products or it may have been pre-existing and not detected due to suboptimal imaging prior to the procedure. The procedure was completed. The device is not expected to be returned, was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a patient experienced an effusion. It was reported that during a procedure, a patient experienced an effusion. While the physician was performing the ablation and had removed the transeptal access to begin reviewing images, the effusion was observed. A pericardiocentesis was performed successfully. According to the physician, the effusion may have resulted from the transeptal access which was challenging and did not involve any bsc products, or it may have been pre-existing and not detected due to suboptimal imaging prior to the procedure. The procedure was completed. The device is not expected to be returned, was disposed. It was further reported that the patient is fully recovered.